Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. A procedure was performed to explant the rv lead, during which the rv lead was visually noted to be dislodged. During removal of the rv lead, the physician knocked out the right atrial (ra) lead, causing it to dislodge and rendering it not electrically functional. Both the ra and rv leads were subsequently explanted and replaced. No patient consequences were reported.